Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00542000801, all poly patella, lot # 61616231; catalog #: 630701220, stemmed tibial baseplate, lot # 61619417; catalog #: 00541201702, femoral component porous coated, lot # 61412515. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent initial knee arthroplasty in 2011. He received a recall letter in the mail and then it was expressed that the patient had a "loose feeling" in his knee.